Manufacturer narrative:
Concomitant products: 4193 lead, implanted: (B)(6) 2003; dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that during implant, two right ventricular (rv) leads were attempted but not used. It was noted that the first rv lead exhibited placement difficulty and the helix would not extend. The second rv lead also exhibited placement difficulty, however it was damaged during introduction. The introducer was kinked which damaged the helix and caused it not to extend as well. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal electrode of the lead with the mcrd (monolithic controlled release device) that contains the steroid was torn. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.